Event description:
Patient reports pump malfunction toward end of infusion. Lot number and expiration date not known. 1. Did the reported product fault occur while in use with the patient? Yes. 2. Did the product issue cause or contribute to patient or clinical injury? No. 3. Is the actual device available for investigation? Yes. 4. Did we replace the device? Yes. 5. Did the patient have a backup device they were able to switch to? No. Patient was able to finish infusion. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by: patient/caregiver.